Event description:
A us distributor contacted zoll to report that the patient developed an open blister from the ucor hfams patch. Patient described the area as red and raised blisters with broken skin and itching. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended applying flonase via a cotton swap on the open blister. Outcome of the blister is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.